Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified the implant as a tsvwb10 and not a ct3111 as reported. Additionally, the implant collar was found fractured. Product was measured with a caliper. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site. The customer did not provide any pictures or x-rays. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (tsvwb10 & ct3111) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: unable to place implant into osteotomy & fractured implant. October post market trending was reviewed and there were no actionable events or corrective actions for the reported events (unable to place implant into osteotomy & fractured implant) or products (tsvwb10 & ct3111). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur for item (tsvwb10) and the reported event was confirmed, since the item was identified fractured.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During product inspection, a returned device was identified to be tsvwb10 and not as reported ct3111. Additionally, the implant collar was identified to be fractured. Follow up with the customer with regard to the item reported vs the item received revealed that they are unaware as to why or how the mix up happened and have no further product or event information to provide.